Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 417 mg/dl. The customer was treated with manual injection. The customer declined troubleshoot for high blood glucose. Customer states that insulin pump was making noise and cant hear the beep. Insulin pump had no delivery alarm. Customer states that insulin exits. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states that infusion set cannula was bent. The insulin pump will not be returned for analysis.